Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that it was very difficult to open and close the arms of the needleholder during surgery. A patient underwent a cardiac procedure and suturing was being performed on the mitral ring. Because of the malfunction, the needle could not be readily removed/passed through the tissue. There was a small tissue injury on the mitral ring with minimal consequence to the patient. The patient outcome was described as "well".

Manufacturer narrative:
Investigation: batch history review: a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause: based on the information available the root cause of the failure is most probably related to an insufficient usage.